Event description:
The dr. Reported that on (B)(6) 2012, the patient had received an endoscopic retrograde. Cholangiopancreatography (ercp) with endohpb treatment including intraductal radio frequency ablations (rfa) in the right hepatic duct, left hepatic duct and the common hepatic duct/ biliary confluence. Each rfa treatment using a conmed generator was at 10 watts for 90 seconds all completed in the same procedure on the same day. The patient received cholangioscopy with video scope before and after endohpb rfa. Patient had a chronic left-sided hepatic percutaneous biliary drain which does not enter the right hepatic duct. Patient has never had a right-sided biliary drain. There were no endoscopically placed stents post treatment. Patient was admitted for hospitalization on (B)(6) 2012 due to a hepatic artery aneurysm (pseudoaneurysm) arising from the central right hepatic artery. It was unclear whether it was partially or completely within the liver or not as it was diagnosed by angiography not cross sectional imaging. Treatment with embolization successfully stopped the hemorrhaging and the patient recovered. Patient was discharged on (B)(6) 2012.

Manufacturer narrative:
Event was reported by phone on 6/15/2012 to the importer and via email on 6/18/2012 at which time it was communicated to the manufacturer (6/18/2012). Although lot number used by facility was not reported a review of sales history indicated two lots sold to this site namely lot #11790 and 11791. Both were manufactured at the same time - 12/01/2011 and expire 12/01/2014. A complaint investigation ((B)(4)) will be completed by the manufacturer and a report was submitted by the manufacturer.